Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to a hospital after experiencing a stroke. Review of this pacemaker revealed a past episode of oversensing of the minute ventilation (mv) signal causing pacing inhibition with greater than two seconds of asystole. The physician turned off the mv feature and the pacemaker remains in service. The patient mentioned they had an unrelated valve replacement procedure on the day the noise was observed. No adverse patient effects were reported.